Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having a lot of unexplained highs and wanted tips for monitoring. Blood glucose value was 534 mg/dl at the time of the incident. The customer treated with a bolus. Troubleshooting was performed and the customer was advised to verify the accuracy of programming with their health care provider. Nothing will be replaced or returned.